Event description:
I am a diabetic and use dexcom g7 sensors. My sensor expired. The receiver asked to replace the sensor. I received my last batch of sensors from us med about 3 weeks ago. The sensors are all the same lot number. The first sensor used had connection problems to the receiver. I replaced the sensor which refused to pair to the receiver and noted as defective. I replaced with another sensor which paired for about 10 minutes and then told me it was defective and to remove it. In doing so the wire which stays in your arm to capture the blood sugar readings broke off in my arm. After consulting with my primary care physician. I had to seek treatment in the emergency room to locate the wire. It was found in my arm having traveled in my arm further down toward my elbow which was lower than where it was inserted. It traveled at that time about 8 inches down from where it was inserted. At this point, surgical intervention was felt not to be necessary but may be needed. I am following up with my primary care physician to determine further course of treatment. Concerns include possible infection, migration of wire and blood vessel puncture. Wire located in lower left arm about 8 inches below the insertion site. Reference report: mw5173825.